Manufacturer narrative:
(B)(4). It was reported that during the guidance tab, and after the anchor bolt was placed, the rosa robot proceeded to shutdown while the surgeon tried to move the rosa arm and clear it away from the patient's head. A DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, a communication error occurred in guidance, after a clearance procedure, when the robot arm was about to be driven onto a planned trajectory due to a vigilance device failure. This situation can be provoked by a momentary breakdown of the foot pedal or most probably by an incorrect usage of the foot pedal. Not enough elements are provided to conclude about the root cause for the issue. Therefore, the root cause of this event is unable to be determined.

Event description:
The field service engineer was present for a seeg case with the presence of the nurse that is experienced with operating the rosa robot at this facility. She had the rosa arm sent to the trajectory of interest. After the anchor bolt was placed, the surgeon tried to move the rosa arm and clear it away from the patient¿s head. This action in cooperative mode caused the rosa robot to shut down at 11:13 am pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes.